Event description:
It was reported the patient's stimulation was decreasing by itself. Diagnostic testing revealed high impedance values on all lead contacts. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Following the procedure, the old lead was examined a few spots were noted, but no beaks were in the lead. Reportedly, the patient had effective therapy following the procedure and the issue is resolved.